Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that at the beginning of a procedure the tps microdrill overheated almost as soon as it was used. The doctor immediately removed the drill from the field and assessed the patient, noting two 1st or 2nd degree burns approximately 1 inch in length in the upper right quadrant of the gumline and down on the exterior skin of the patient's face, toward the chin. The procedure was completed successfully using back-up equipment with no delay and no other adverse consequences reported. Upon follow up, the user facility has not provided any further information regarding the nature of the medical intervention required.